Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with the naked eye noted an inadequate heat seal bead on the patient line tubing to connector. Functional testing including leak testing, clear passage testing, and clamp function testing was performed; leak testing noted a leak through the heat seal bead. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as the leak occurred between the patient line tubing and the "hard plastic" of the homechoice cassette. This occurred during patient use for automated peritoneal dialysis (pd) therapy. The patient discarded the entire set up and started over with new supplies. The patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury associated with this event. No additional information is available.